Event description:
It was reported that the right ventricle lead exhibited high capture thresholds and intermittent capture post implant. The right ventricle lead was repositioned on (B)(6) 2023. Patient was stable.